Manufacturer narrative:
The affected device was not captured at the user facility, and thus zyno medical was unable to confirm the reported issue.

Event description:
A distributor forwarded the message from a representative at the user facility reporting a filter leaking issue to zyno medical on 01/31/2018. The nurse at the user facility further updated that "we have been having some trouble with the filters on or 80071-df tubing. The filter makes a "snap" sound the then starts leaking (yes, the clamps are open!). A patient actually alerted the nurse she heard a "pop" and the nurse investigated and found cracked filter leaking. Pt was not injured. The set was not saved but will save any future ones to send back. Uncertain of exactly which package the mentioned tubing came from." No event date was provided by the initial reporter. The contract supplier of the affected device is becton dickinson. The distributor has confirmed that the model number of the affected set.

Manufacturer narrative:
Zyno medical received an investigation report from the contract supplier of the affected device on 01/29/2019. The reported "filter leak" could not be confirmed, because the actual device was not returned for investigation. The supplier determined that the reported issue was an isolated event after performing a review of qn's and customer complaints from one year period and a review for devices with filters (lot: 133761) from the same lot as the one on the affected device.

Event description:
This is the follow up report for the initially submitted MDR (3006575795-2018-00024).